Event description:
It was reported that three pump modules had multiple communication errors. When the patient was getting a CT scan, the clinician attempting to re-program the infusions however was unaware of restore feature. This was reported to bd representatives during their site visit. There was patient involvement, however outcome is unknown. Devices were not sequestered.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.